Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion alarm during therapy. It is believed that the nurse cleared the upstream occlusion alarm while there was still an actual occlusion present, causing the new pressure reading of 'cleared' to be too high to detect future occlusions. When the initial infusion 'ended' they just kept that infusion profile running on kvo and updated the vtbi (volume to be infuse) several times throughout the day to perform other infusion, so the same infusion and pressure profile was maintained. The infusion stopped 4 times. The pump was stopped because it was discovered it had not been infusing for approximately 3 hours and the pump was removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.